Manufacturer narrative:
(B)(4). The 3.0x28mm absorb referenced is being filed under a separate medwatch MFR number. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure on (B)(6) 2015 was to treat a proximal left anterior descending artery. The patient presented with unstable angina. Vessel sizing was performed with intravascular ultrasound (ivus) and the vessel was confirmed to be >2.5 mm. Pre-dilatation was performed with a non-abbott 3.0 x 10 mm balloon catheter and residual restenosis was 60%. A 3.0 x 28 mm absorb scaffold and a 3.5 x 18 mm absorb scaffold were implanted. Post-dilatation was performed with a 3.0 x 12 mm nc trek and a 3.5 x 12 non-abbott nc balloon catheter at 22 atmospheres. The final angiographic residual restenosis was less than 10%. Ivus confirmed the scaffolds were fully apposed to the vessel wall. On 22 sept 2016, the patient returned with angina and a check on angiogram confirmed in-scaffold restenosis with a 99% blockage. A 3.0 x 48 mm xience xpedition stent was implanted to cover the restenosis. A 2.5 x 18 mm alpine was deployed in the distal lesion. A non-abbott drug-eluting stent was deployed in the left circumflex. It was confirmed the patient was compliant with dual antiplatelet therapy (dapt). The final patient outcome was good with a timi iii flow. No additional information was provided.